Event description:
It has been reported that the power-load system does not function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It has been reported that the power-load system does not function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the power load is not functioning in powered mode, however, manual mode is still functional.